Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery in which the right rear tip extender, which was too long, was removed and replaced with a shorter one. No further information was provided. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation. The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Manufacturer narrative:
The complaint component has not been returned; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Due to the lack of product return, the clinical observations of rear tip extender rte too long could not be confirmed. The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery in which the right rear tip extender, which was too long, was removed and replaced with a shorter one. No further information was provided. No patient complications were reported.